Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in the femoral profunda artery via 7fr sheath using the preclose technique prior to a endovascular aneurysm repair (evar) procedure. Reportedly, the first proglide device was successfully placed. A second proglide device was attempted; however, the proglide device could not be advanced into the artery. The proglide device was removed and a 7fr sheath was inserted. An angiogram was taken and a profunda puncture was noticed. The puncture site in the femoral profunda was closed with the first proglide device. A femoral angiogram was not performed prior to the procedure. Two proglide sutures were successfully placed in the left common femoral artery using the preclose technique. The evar procedure was completed successfully and hemostasis was achieved with the pre-placed sutures of the proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficult to insert into the anatomy could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the perclose proglide instructions for use, states: do not use the perclose proglide smc system if the puncture site is located in the superficial femoral artery or the profunda femoris artery, or the bifurcation of these vessels, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of small artery lumen). Perform a femoral angiogram to verify the location of the puncture site. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.